Event description:
It was reported to philips that damage to front case noted during routine inspection. No patient harm or injury has been reported.

Event description:
This report is based on information provided by a philips remote service engineer and a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device's front case was damaged. This was discovered during routine inspection. The user was unable to advise how or when the damage happened. There was no patient involvement at the time of the discovery, therefore no patient or user health consequences or impact was reported.